Manufacturer narrative:
Event date for the shocking was approximately (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient states she does not always have success with the stimulator. She states she notices she still gets up at night, although states this could be because she drinks more at night. Patient has had some success, but it does not cover everything. Patient has stim at 0.8 v and is uncomfortable if she increases. Patient also has been getting shocks in her buttocks and down her leg (uncomfortable and takes her breath away) since around (B)(6) 2020 with and without stimulator on and has not had a fall. Patient called office that implanting hcp (healthcare professional) who stated a rep was coming tomorrow. Patient states she is self-quarantining until (B)(6) because she had chills and diarrhea. Patient requested and was emailed hcp listings. The rep learned from hcp of the shocking, and that patient had been assisted in turning stim off (B)(6) 2020, and patient turned it back on (B)(6) 2020 and requested assistance from rep to change programs which was accomplished successfully over the phone at that time. Program changed and appointment made with rep and physician office for interrogation of the device on (B)(6). No further complications were reported or are anticipated.

Manufacturer narrative:
Product ID: 3889-28, lot# va0ywqz, implanted: (B)(6) 2015, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: patient states shocking is worse when they sit down. Patient will turn stim off until doctor's appointment. No further complications were reported or are anticipated.

Event description:
Additional information received from a manufacturer representative (rep) stated saw patient in (B)(6). The resolution of the shocking was not reported. The representative do not know anything more since the patient was seen in the office (B)(6) but report says the patient is saying worse on (B)(6).the patient interstim was turned off and advised by nurse practitioner (np) and rep to leave it that way and np would, follow up further with her. Considering referring he to patient primary care physician (pcp) since pain is occurring even with interstim off. The provided information has been confirmed with the physician/account.

Manufacturer narrative:
Continuation of d11: product ID 3889-28 lot# va0ywqz serial# implanted: (B)(6) explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.